Manufacturer narrative:
The investigation determined that non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples and a known troponin I es free sample when processed using vitros troponin I es reagent with a vitros 5600 integrated system. The likely assignable cause of the event was determined to be analyzer related. Pre-service vitros tropi es precision testing performed was not within acceptable guidelines, suggesting an instrument issue was likely a contributing factor of the higher than expected vitros tropi es results. An ortho field engineer performed service and maintenance actions on the instrument and repeated the vitros tropi es within run precision test. After the completion of the service actions, acceptable within run vitros tropi es precision data was reported, indicating that the vitros 5600 system was performing as expected post fe actions. Based on historical quality control results a vitros tropi es lot 2931 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2931 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from two different patient samples processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. A higher than expected result was also obtained from a known troponin I es free sample during the investigation of the event. Patient sample 1 result of 0.313 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 0.231 ng/ml versus the expected result of <0.012 ng/ml. Vitros tropi es free sample result of 0.57 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros troponin I es patient results were reported from the laboratory. It is unknown whether treatment was altered, initiated or stopped based on the reported results. However, corrected reports were later issued. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).